Event description:
It was initially reported that the patient was to undergo replacement of his generator due to the battery being at eos. It was noted that a few months prior at the patient's last visit, there was an observed eri-flag. During the surgery, the device was unable to be communicated with. The surgeon replaced the generator with a new generator and performed system diagnostics, which resulted in high lead impedance. The surgeon replaced the lead at that time as well. Review of the manufacturer's programming/diagnostic history database indicates that the last known diagnostics (B) (6) 2009 were within normal limits. Further information obtained indicated that the family and treating physician are unaware of a specific incident that could have caused the possible lead fracture, but it was noted that he is a "very squirrelly and a pretty wild little guy, so they were not surprised" of the occurrence. Device has been returned to the manufacturer for analysis, but has yet to be completed.

Manufacturer narrative:
Device malfunction is suspected, but did not contribute or cause a death or serious injury.